Event description:
It was reported that during implant the ra lead would not go into the header. Physician said the connection felt tight. Low sensing and high impedance were observed. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: field experience of unable to insert an atrial lead fully into the lead bore was verified in the laboratory. Epoxy material was observed on the atrial ring spring. It is believed that the epoxy material on the ring spring prevented the spring from expanding appropriately, thereby preventing the lead from being inserted all the way into the bore.